Event description:
A report was received that an operator crossed spiked the saline and acd solution which allowed the kit to be primed with acd. This error was not identifed until after the donation began. The center believes the donor received approximately 100 ml of acd with the first re-infusion. The report indicated the donor indicated not feeling well. No description of symptoms or explanation as to what is meant by "not feeling well" received to date. It is believed that the donor left in good condition as there were no indications of a negative outcome.